Event description:
The pt went to the emergency room for an emergency surgery due to a possible infection and did not emerge from anesthesia. It is unk if the infection was related to the device. The pt passed away around (B)(6) 2014. The cause of the patient's death is still undetermined.

Manufacturer narrative:
As of the date of this report no further details have been received. Attempts continue to be made to obtain more info. There is not enough info at this time to determine if the device had been a factor in the patient's death.